Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire2 revascularization device instruction for use.

Event description:
Medtronic received information through clinical data review that a patient experienced vasospasms during an embolectomy procedure. The patient was treated for a stroke due to m1 occlusion of the left middle cerebral artery (mca) . The solitaire device was used for the embolectomy procedure. It was reported that after two device retrievals the follow up angiogram revealed successful embolectomy from the m1; however, there was very poor flow in the anterior and posterior division of the middle cerebral artery (mca). The physician believed the cause of the stenosis was spams. Therefore 10 mg verapamil was administered. Follow up angiogram revealed excellent results with improvement in the caliber and flow in the left mca. Repeated angiograms revealed excellent distal flow with thrombolysis in cerebral infarction (tici) 2b with no new emboli in the cerebral distribution. No patient injury was reported as a result of this procedure. Nih stroke scale (nihss) were 8 at baseline and 6 post treatment. The patient was discharged on the 4th day post treatment with mrs 2 and nih stroke scale (nihss) of 1 to home/ self-care.